Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray inspection of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. Electrical testing did not find any conductor fractures or internal shorts.

Event description:
It was reported that when the patient presented to the clinic, loss of capture was noted on the right atrial (ra). Fluoroscopy was performed showing the ra lead had dislodged and was hanging down in the atrium. When the patient presented for lead repositioning the helix would not extend or retract. The ra lead was explanted and replaced. The patient is stable.